Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump time was inaccurate; cause unknown. Blood glucose was unaffected. Reportedly, customer corrected the time to address the issue.